Manufacturer narrative:
Section d4: model number and catalog number corrected manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms. Additionally, the reported damage of the outer jacket of the modular cable was confirmed through review of the submitted image. Discoloration of the outer jacket and the bend relief was also observed. A specific cause for the alarms and the observed damage and discoloration could not be conclusively determined through this evaluation. The account submitted one image of the modular cable for review, which captured multiple tears in the outer polyurethane jacket. Black electrical tape was applied to a portion of the modular cable, with another layer of worn and discolored rescue tape applied underneath. The extent of the damage underneath the taped section is unknown. The modular cable outer jacket was twisted, and the torn regions of the outer jacket was pushed together to create a flap on both sides of the modular cable. Additionally, a gray discoloration of the outer polyurethane jacket and yellow discoloration of the bend relief was also observed. The controller event log file events from 11dec2024 through 13dec2024. A continuous driveline communication fault alarm, associated with intermittent com_a_fault flags, became active on (B)(6) 2024 and remained latched through the duration of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The modular cable was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot number 7367133 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. These sections also provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic due to a driveline communication fault. Patient was asymptomatic. Log files were sent for review, and the event log confirmed the reported driveline communication fault a on (B)(6)2024. Otherwise, there were no other notable alarm conditions or parameter changes. A modular cable exchange was planned because the modular cable looked pretty bad. The pocket controller and modular cable was exchanged, and the patient was completely asymptomatic with everything. Additional information provided that the driveline communication faults have been fully resolved after the modular cable and system controller exchange. No equipment will be returned for analysis.